Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the extremely tortuous and moderately calcified left circumflex artery (lcx). A 2.50mmx12mm synergy ii drug-eluting stent was used. However, during the procedure, the shaft separated between the proximal hypotube and the distal shaft at approximately 25cm from the proximal hub. The proximal portion of the catheter was withdrawn and successfully removed from the patient while the distal portion was removed intact and within the guiding catheter. The guiding catheter and guide wire were replaced and a second 2.25mmx16mm synergy stent was successfully implanted in the lcx. Further angiography was performed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Upn- search updated and corrected (B)(4). Catalog/model# updated and corrected from 39260-1225 to 39260-1622. Device lot number updated and corrected from 18331067 to 0018392830. Device expiration date updated and corrected from 08/18/2016 to 09/07/2016. Device evaluated by MFR: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis in two pieces with a guide catheter. The distal portion of the device was returned in the guide catheter. The investigation removed the distal portion of the device from the guide catheter. A visual and microscopic examination of the crimp stent identified no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped mid-stent outer diameter was measured and the result was within maximum crimped stent profile measurement the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 610mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the correct stent size is 2.25 x 16mm instead of 2.50 x 12mm that was previously reported.